Event description:
A territory manager reported an end user experienced an issue when using a lifeguard 20ga x .75in w/o y-site. It was reported the safety mechanism did not engage, resulting in a needle stick to the treating physician's finger at the end of a port de-access procedure. The needle was contaminated at the time of the stick. The physician required labs and follow up with eh.

Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).